Manufacturer narrative:
Lot number: 3336987. This event was previously reported via asr on 25apr2019 (exemption number e2014015). This report is intended to be a follow up report to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, stated severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually. Additional information received further reported foul-smelling discharge, and leg, vaginal and abdominal pain. The patient underwent extensive transvaginal ureterolysis, exploration of the obturator and adductor fossa for mesh removal, anterior vaginal reconstruction, cystoscopy, exploratory laparotomy with lysis of adhesions, removal of sacrocolpopexy mesh, cervical hysterectomy, and vaginal vault suspension with autologous fascia with donor site from abdominal wall.